Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee scope, the probe tip broke when in use in the meniscus. An additional incision was required to retrieve it from the medial side. A c-arm was used to confirm all was removed and the case was completed.